Manufacturer narrative:
(B)(4). The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector on j6 pcba 1. Pump was monitored and functioned properly. Unexpected replace battery now alarm found in alarm history due to connector resistance (j6 pcb1). The pump was received with minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the is receiving a replace battery now alarm without receiving a low battery alert prior. They stated that this is the fourth time since the day prior that this alarm has occurred. Their blood glucose was 7.6 mmol/l. The customer was advised that insulin pump would need to be replaced for the unresolved replace battery now alarm. The insulin pump was returned for analysis.